Manufacturer narrative:
(B)(4). The problem was confirmed. The root cause was undetermined and was cleared by cycling power. A service history review (shr) revealed no issues that may have contributed to the system error 2058. A device history was conducted and no issues were found related to the system error 2058 in the logs during the manufacture of the device.

Manufacturer narrative:
(B)(4). The sample was not available as the customer continued to use the device. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Event description:
The customer contacted baxter?s technical service center regarding a system error (se) 2058 alarm, which occurred on the homechoice (hc) during use, during fill 1 of 4. The baxter technical service representative (tsr) had the home patient (hp) power cycle the hc. The heater plate warmed and the hc was operational. The solution to this issue was provided over the phone and a swap of the device was not necessary. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the home patient on (B)(6) 2012 in regards to a system error 2058 alarm and he said he was able to resume therapy after the tsr had him cycle power on the machine. The bag warmed up and he completed therapy successfully that day. Since then he has been completing therapy successfully. There was patient involvement but no reported injury or medical intervention.